Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in an extension set that resulted in a leak. This occurred during drain of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, h3, h6, and h11: b5: during follow up, it was additionally reported that there were six (6) low drain volume alarms that occurred with the cycler. H11: the device was received for evaluation attached to a home choice patient connector. Visual inspection was performed and a hole in the tubing was performed. Leak, clear passage, and clamp function testing were performed, and a leak due to the hole in the tubing was observed. Due to the return condition of the patient line extension set, the sample analysis was unable to perform testing to confirm nor refute the reported alarms. However, it is likely the leak caused the reported alarm. The cause of the tubing hole is a manufacturing related issue due to grippers occurring during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.